Manufacturer narrative:
According to available information, no programming or changes were performed. This device remains implanted and in service. Attempts to obtain further information have been unsuccessful to this date. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) device experienced three syncopal episodes and was hospitalized. Device interrogation revealed five episodes had occurred. A review of the information indicated three episodes were due to non-sustained ventricular tachycardia and two were due to supra ventricular tachycardia. It is unknown whether the syncopal episodes were due to a device malfunction.